Event description:
It was reported that suture placement with proglide devices were attempted in both the right (rcfa) and left (lcfa) common femoral arteries using the preclose technique prior to a aortic valve replacement interventional procedure. The arteriotomies for the lcfa and the rcfa were a 6f and the sheath was then upsized to an 18f for the interventional procedure. Reportedly, cuff misses occurred with three proglide devices. It is unknown if the cuff misses occurred in the lcfa or the rcfa. Additional proglide devices were used to place sutures in either the lcfa and the rcfa using the preclose technique. The interventional procedure was successfully completed and hemostasis was achieved in both the lcfa and rcfa with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two proglide devices referenced, are being filed under separate medwatch MFR numbers.